Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not returned.

Event description:
It was reported to nevro that the patient experienced leakage of cerebrospinal fluid following the end of the trial. The physician applied a blood patch and there have been no reports of further complications regarding this event.